Event description:
During spontaneous call with the patient, per pt, pt states that she received #60 cassettes of the bad batch of cassettes & have been using more than 1 cassette per day because of this. Pt also states she has been using more than 1 vial of veletri per day when the cassette is bad. Pt states lot number of bad cassettes: 4173645. Patient states she does have the cassettes on hand to return if needed. Pharmacy will be replacing cassettes and sending 2 new cadd legacy pumps just in case for delivery on (B)(6) 2021. No further information is available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.